Event description:
The delivery balloon of the orsiro 3.5/40 stent system could not be deflated and had to be withdrawn with force. During withdrawal the stent caused a dissection and got stuck inside the artery of the arm. Therefore the orsiro stent had to be removed surgically.

Manufacturer narrative:
The complaint instrument was not returned for a technical investigation. Therefore, no technical investigation on the subject could be performed. The corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. Other than reported in the complaint notification form, it is visible that the complaint stent was once correctly positioned inside of the target lesion with the complaint device fully deflated. Then, it is visible that the stent has moved to the guiding catheter and is severely deformed. The actual complaint event is not visible in the provided angiographic material. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.